Event description:
During troubleshooting for an unrelated alarm, it was reported that the home patient had re-used single use supplies during peritoneal dialysis therapy. At the time of the reported event, the patient was connected to the device during the priming phase of peritoneal dialysis therapy. The patient stated that they had gone through setup more than once that night and that this would be the first time they were going to setup with new supplies. Proper procedures were reviewed and the technical service representative aided the patient in setting up for therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who re-used a set of supplies when initiating therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.